Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -18.0/3.0/090 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The surgeon reports the lens had tore during injection/delivery into the eye. Intraoperatively the lens was removed and replaced with a back-up lens of the same length. It was additionally noted "in the process of implantation the ticl crystal in patient's left eye; one of the loops of the crystal was knocked off by the surgical instrument while adjusting the position of the crystal. Later the spare crystal was used for emergency and the operation was completed. Postoperative arch height was 300um and intraocular pressure was 25mmhg". There was no patient injury. The cause of the event was reported as unknown.